Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited a shorted shocking lead condition during the device replacement procedure. A 31 joule shock resulted in the shorted lead message. A 41 j and 2 j shock produced normal impedances; however, the device made a popping sound after the shocks were delivered. Then, the electrograms showed noise on the rate/sense channel. The lead was surgically abandoned and the device was explanted and replaced.